Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the tibial cement mantle was loose which was removed and replaced with new ktcc-np50 and kimp-525r. The patient kept the tibial base. The insert is being returned for wear analysis. (B)(4).